Event description:
In 2005, a health care professional at a hospital contacted customer service to report that the confirmation dot in one lot of surestep pro test-strips was "off center and incomplete". No adverse event, injury, nor allegation of potential harm was reported ten days later two medwatch forms,5000510000-205-8001 and 8002, were received from FDA that had been sent to FDA by the same hospital. The reporter documented in report 8001 that "nurse discovered that the blood oval on a surestpe pro blood glucose test strip was "off center" on the strip. This prevents accurate measurement when inserted into the surestep blood glucose monitor. No harm to patient noted. Device failed. Discovered that lifescan surestep pro, blood glucose test strips, exp. 1/06 were defective. Blood oval was placed off center on the strip, thereby causing erroneous reading . Have pulled the lot in question, sent out notice to the clinical areas and contacted the manufacturer. The second reporter documented in report 8002 that "the oval on strip is off to the side of test-strip, tip of strip is also off set. The test strips had been replaced to the hospital before the medwatch reports were received.